Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light and a thermal event.

Event description:
It was reported that there was loss of light and a thermal event.

Manufacturer narrative:
The product has been physically received at stryker endoscopy, USA. The investigation isas follows. Alleged failure: it was reported that the cable is not being recognized as a safelight and remains on even when attached to the adapter and periodically put the l11 in standby mode while in use. The unit recognizes the cable as standard and not safelight. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a reed switch. IFU states the following: test the device function prior to use. If there is any sign of malfunction, the device should not be used and returned to stryker for repair evaluation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.